Manufacturer narrative:
Follow-up # 1 date of submission 02/13/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2013 with the following findings: the keypad was found to be fully intact. The audio bolus button was found to be completely detached from the pump. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and ok key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2012 and reported the keypad was unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.